Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer single piece. The lens was loaded by the surgical tech. The lens got stuck in the cartridge as it was being advanced by the surgeon. The tip of the cartridge touched the patient's eye but the lens was not inserted into the eye. Another same model and side lens was implanted. There was no patient injury. Cause of lens being stuck in the cartridge is unknown. No lot numbers were available.